Manufacturer narrative:
(B)(4). The exact date of the implant is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow-up CT revealed that the aortic neck is 28 mm and the next slice of the CT it is 35 mm expanding out to 56 mm in diameter. It is unknown if there was stent graft migration. There were no endoleaks observed. The physician elected to implant an endurant aui and an iliac limb extension. The physician decided to do snorkels of both renal arteries, because the patient was not an open surgical candidate. The physician attributed the events due to disease progression. No additional clinical sequelae were reported and the patient is fine.